Event description:
The customer reported they noticed less than 10 ml leaked inside the lower front door near the bsv (blood sampling valve) which dripped onto and was contained within the drip tray of the coulter lh 780 hematology analyzer, which gave low vacuum low errors and halted operation. They also reported noticing an air hissing sound earlier in the same area. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) contacted the customer who informed him they found tubing (port 7 on the center pad) disconnected from the bsv which they trimmed and reattached without further leakage. The fse visited the account and completed service modification, "lh700 series tubing changes for leak prevention". (B)(4).